Manufacturer narrative:
E1 facility address zip code: (B)(6). The device was returned to the repair facility for evaluation and the customer's allegation was confirmed. The repair facility conducted a visual inspection and functional inspection. The device evaluation found that the cable was twisted, that moving the cable would cause interference with the image, and that the cable needed to be replaced. There were no new appearance or functional abnormalities found during the evaluation. A definitive root cause could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU) "handling and general precautions" section: the following statements are found in the "handling and general precautions" section of the instruction manual: "do not curl the camera cable smaller than 20 cm in diameter. There is a possibility of damage." "When rolling up the camera cable, be careful not to twist the cable. There is a possibility of damage. One method of winding the cable that does not cause twists is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera cable is kinked and is causing a connection error on screen. There were no reports of patient harm.